Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received at end of service battery level. Device image analysis and functional device testing show sudden drop in voltage and elevated current. A visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. The hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was in stable condition with no consequences.